Event description:
During the attempted stenting of a lesion located in the left subclavian artery, the balloon of the stent delivery system (sds) ruptured during stent placement when inflated with an indeflator. The patient is a male (age unk). The characteristics of the vessel are unk. The physician approached the lesion from the left brachial artery. A guidewire was passed over the lesion, and a guiding catheter (britetip vertebral, 8fx90cm/cat and lot: unk) was advanced as a support. The product (palmaz, p2907e) was advanced to the lesion, without difficulty. Upon inflation of the balloon of the sds, the balloon ruptured at below 6 atmospheres. The balloon was carefully removed from the patient and another balloon was advanced to post-dilate the previously placed stent. However, the stent had slightly moved from its original position. Therefore, the physician decided to remove the stent using a snare device and the sheath introducer. The snare was advanced from the right femoral artery, and the stent was successfully removed out of the patient. The physician then advanced the same balloon to the lesion for predilation of the lesion. Another palmaz stent was successfully placed at the lesion and the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
The product is available for evaluation and testing: however, it has not been received to date. Additional information will be submitted within 30 days of receipt.